Event description:
Patient has a medical history of hypertension and angina pectoris. There was no damage noted to device packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues. Negative prep was performed with no issues. The lesions were pre- and post- dilated. Post-operative intravascular ultrasound (ivus) was performed on all lesions. An emergency procedure was performed to treat chronic total occlusion of the circumflex artery but was unsuccessful and pumping was continued. The customer did not used any medtronic products. The customer gave up treatment as there was no treatment for the patient. Subsequently three resolute onyx drug eluting stents ((B)(4)) were used to treat three lesions, each with 90% stenosis, in the mid, distal and 1st diagonal and in the proximal lad. No issue was reported for (B)(4) which was implanted in the proximal lad. No issue with dilation. Remaining stenosis rate was 0 % after the stents were implanted. A difficulty was encountered in navigating the wire. It is reported that sub-acute stent thrombosis occurred in the mid and distal lad . No aspiration was performed. Long inflation of the balloon catheter was performed. The procedure was completed after treatment with a balloon catheter. A sprinter legend balloon was used to both pre-dilate and post-dilate. Ivus indicated the thrombosis was present. The devices remain implanted in the patient. No patient injury is reported. 3 drugs were continued (using intubator). Thrombolysis in myocardial infarction trial (timi) 3 was noted. The procedure was completed. After sat (subacute stent thrombosis), clopidogrel was changed to effient. The physician noted that the stent device was not attributed to causing the event. The event was due to patient's background.

Manufacturer narrative:
Additional information: the resolute onyx stents did not get stuck on the wires. The wires were examined and flushed prior to use. No difficulties were noted when loading resolute onyx onto the guidewires. Guidewires were not re-introduced into the vessel or devices. If information is provided in the future, a supplemental report will be issued.